Event description:
Customer reported receiving a freestyle reading of 20 mg/dl. The hospital nurse was notified of this reading and called the paramedics to the customer's home. The customer was treated with a glass of juice. The freestyle reading was consistent with treatment. Customer also reported performing comparison tests wtih the freestyle meter. Results were 243 mg/dl. And 131 mg/dl. The reporter freestyle comparison results differ by more than 20% and meet the manufacturer's definition of malfunction.